Event description:
A malfunction alarm occurred on the pump. There was no reported adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, and the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to contact support if the malfunction reappeared, and they acknowledged and understood the instructions.